Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® tapered certain® prevail® implant 6/5 x 10mm (xiitp6510) was returned for investigation. Visual inspection of the as returned product identified moderate signs of wear from use. Product matched print description where measured (ID: cal312 due: jun 11, 2021). No pre-existing conditions were noted on the per. The reported product was located on tooth # 3 (universal) and used for approximately 2 months. The reported event could not be recreated due to the nature of the dental device and event (medical conditions). Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2020010379. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020010379) for similar event and no other complaint was identified. Based on the available information, device malfunction has not occurred and the reported event was non-verifiable. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported that implant at tooth site # 3 was removed due to pain. Site grafted. Patient to return in 3 months after healing for implant re-placement. Symptoms as a result of the event: pain.